Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that approximately 8 years 6 months post index procedure, a type ia endoleak was observed at the proximal end of the stent graft system. It was noted that the endoleak was possibly related to disease progression. The event has not been assessed by the investigator. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Update: patient weight. If information is provided in the future, a supplemental report will be issued.